Manufacturer narrative:
The date returned to manufacturer was inadvertently missed on the initial report. It has been updated to mar 8, 2017. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the complaint that the device was smoking and had a burning smell could not be confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device failed leakage test. It was determined that this failure was due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 2 for the same event: it was reported from (B)(6) that during an unspecified surgery, it was observed that the small battery drive device while in use with the battery casing device started smoking and emitted a burning smell. It was reported that there was no delay to the surgical procedure and a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.